Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 23 mg/dl. Paramedics transported customer to emergency room (ER) and customer was treated with intravenous sugar solution. Customer reported bruising on arms. The customer left the ER the next day and bg was at target level. Customer did not have the continuous glucose monitor (cgm) and the pump connected. Customer's non-tandem cgm sensor readings were inaccurate. Customer was not using the basal iq feature at time of event.